Event description:
Evan j winrich et al. 2020, endovascular rescue of sheath perforation during inferior vena cava filter retrieval. Initial attempts at snaring the hook on the filter using gooseneck and cloverleaf snares were unsuccessful, owing to some tilting of the ivc filter. Approximately halfway through removal of the filter through the sheath, mild resistance was encountered and the tip of the ivc filter was found to have perforated the side of the retrieval sheath. The sheath appeared to have bent slightly in this region, probably weakening the sheath wall and creating angulation, which allowed sheath perforation to occur. From a right common femoral vein approach, an amplatz wire was used to cannulate the distal end of the perforated sheath. A balloon was then used to pull the perforated sheath with the ivc filter into a larger sheath. After removing the tuohy-borst and luer adapters on the perforated sheath, it was able to be internalised and removed via the femoral vein sheath.